Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus and unable to recover. A field service engineer (fse) arrived onsite and found pockets e1 and e3 on drawer 6 were not detected on the bus. The unit was powered off, and the ribbon cable and cubies were reseated. Hardware test application was completed successfully, and the customer was able to access the pockets in the application without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the bus and the user was unable to recover the failed cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.